Event description:
It was reported to philips that the system's geometry module was unable to control the shutters, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was being performed when the issue occurred and was completed as planned by using the current wedge setting. Customer reported to philips that the system's geometry module was unable to control the shutters. Upon troubleshooting, the philips remote service engineer (rse) advised the customer to check with a different geo module from another room, then the system worked normally. Considering, the rse indicated that the knob switch was stuck. To resolve the issue, the customer replaced the geo module, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury upon recurrence; therefore, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported shutters issue did not impact the completion of the procedure. The procedure was completed as planned on the same system by using the current wedge setting, with no impact on the completion of the procedure, the patient, or the user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.